Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was able to fire but the distal staple line was incomplete. There was no clinical consequences.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracotomy procedure, the stapler was able to fire but the distal staple line was incomplete. There was patient injury.